Event description:
(B)(4). After having essure placed in (B)(6) 2012 as a permanent birth control option, I discovered in (B)(6) 2014 by home test, emergency room blood and urine tests as well as emergency room ultrasound that I was 8 weeks and 3 days pregnant. As of the date of this report on (B)(6) 2014, I am 24 weeks and 2 days pregnant. During an ultrasound performed in (B)(6) 2014 by a high-risk obgyn, it was discovered that the coil placed in the right ovary had appeared to have migrated and embedded into the cornea of the uterus. Prior to the pregnancy and after essure placement I had also experienced sharp pains in my lower abdomen and pelvis intermittently, particularly when stretching or making sudden movements. I also experienced a noticeable worsening of menstrual cramping and bleeding during menstruation, with worsening premenstrual syndrome symptoms. During the pregnancy I have experienced prolonged nausea, abdominal cramping and intermittent sharp pains in the lower abdomen and pelvis.

Event description:
(B)(4). As of (B)(6) 2015: nearly 4 weeks premature, I delivered my daughter by c-section on (B)(6) 2015. At this point, she appears to be healthy and developing well. On (B)(6) 2015, I had an hsg test done at (B)(6) hospital in (B)(6), and per the results, I learned that not one but both essure devices have migrated outside of the fallopian tubes. One device appears to be located at the back of my uterus and the other appears to be located outside of the uterus on the right side of my lower pelvis. The test also indicated that the left fallopian tube appears to be occluded while the right fallopian tube is fully open, with the test dye flowing freely through the tube. In addition to the hsg, x-rays performed on(B)(6) 2015 confirmed the results of the hsg test. I have continued to experience heavy menstrual cycles with large clots, severe menstrual cramping, sharp pain in my lower abdomen and pelvis. I have also now started to experience almost constant pain and pressure in my lower back and tailbone area. In order to relieve my symptoms and prevent any future pregnancies, I am undergoing a bilateral salpingectomy in conjunction with essure device removal on (B)(6) 2015.